Event description:
The user facility reported that an employee experiences burning in her throat when using revital-ox resert xl hld chemistry which goes away once done working with the chemistry. The employee did not seek medical treatment and no medical treatment was administered. The employee missed no time from work and is fine.

Manufacturer narrative:
The user facility stated that the employee experiences the burning sensation every time she handles the handles hld chemistry even though she wears a multi-layer face mask. The employee stated that the burning sensation goes away after she uses the chemistry. The room in which the employee is handling the revital-ox resert xl hld chemistry has ventilation and is equipped with a gus hood. The user facility reported that the employee continues to work with this product. Steris recommended to the user facility that, if the employee is continuing to work in the area the employee be provided a more effective ppe when working with the revital-ox resert xl hld.